Event description:
It was reported that during preparation for use, the camera head presented a bad quality picture. The camera head was being used with an unknown device, however, the unknown device was working as intended when paired with another camera head. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use, the camera head presented a bad quality picture. The camera head was being used with an unknown device, however, the unknown device was working as intended when paired with another camera head. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the blurry image was due to bad cable unit connector pins. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.